Event description:
This event is also described in 3002498892-2025-00031 and 3002498892-2025-00032. It was reported that the femoral stem subsided. The femoral stem, femoral head, and acetabular liner were revised.

Manufacturer narrative:
The DHR was reviewed. The devices meet dimensional specifications. The ncm log was reviewed and no ncms have been observed for these lots. There are no other complaints reported for the subject lot numbers. The cited reason for revision was stem subsidence. Stem subsidence can be caused by multiple factors, including, but not limited to patient factors (e.g. Bone quality, comorbidities, patient activity) and surgical technique (e.g. Implant selection and alignment). The revision cannot be attributed to device malfunction based on the provided information.